Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure forward firing at 12,098 joules was observed. A second fiber was used to complete the procedure. Pt outcome: "no complications, procedure completed".